Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 600 mg/dl at time of incident and treated with bolus and blood glucose level was 385 mg/dl. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they have not contacted their health care professional regarding the high blood glucose. Customer alleging possible insulin pump was under delivery. Customer reported that the insulin exited at the quick release. Customer was not on the auto mode feature at the time of high blood glucose. Customer stated that they performed displacement test and test results was passed. The devices will not be returned for analysis.